Manufacturer narrative:
(B)(4). Method: the complaint iw980 wall mount infant warmer was returned to fisher & paykel healthcare (f&p) service centre in the united kingdom where it was visually inspected by a trained f&p service technician. Our investigation is therefore based on the information provided by the f&p service technician, and our knowledge of the product. Results: visual inspection of the subject iw980 wall mount infant warmer confirmed that the head case was found to be cracked. The unit was repaired and returned to the customer. Conclusion: we are unable to determine the cause of the reported event. The user manual for the iw980 infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.

Event description:
A healthcare facility in ireland reported that the heater head of the iw980 wall mount infant warmer was cracked. There was no patient involvement.